Event description:
A doctor's office alleged that approximately five (5) patients had experienced the debonding of a restoration after placement with optibond all in one and nx3 products. This is the fifth of five (5) reports.

Manufacturer narrative:
Specific patient information with regard to gender, age and weight was not provided. The doctor's office could not recall specific patient information. The patient had experienced the debonding of restoration approximately several months after placement. The doctor either cleaned and re-cemented the crown or had a new crown made and cemented it for the patient using the same products without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.